Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an unknown access one-link set was observed with no flow. This occurred during patient infusion of normal saline and either carboplatin (non-baxter product) or a different chemotherapeutic (non-baxter product). The setup during which this occurred involved the chemotherapy bag, the normal saline bag, a non-baxter IV set, and a primary clearlink system continu-flo solution set (baxter product). The reporter stated that the chemotherapeutic was being run through the secondary line while the saline was being run through the primary line. The chemotherapeutic bag was hung above the saline bag using a hanger. After this occurred, the line was reprimed so the patient could complete the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.